Event description:
Information provided states that the (2) iskd lengtheners were implanted on (B)(6) 2009. It was observed on (B)(6) 2009, that the lengtheners had stopped distracting. Both lengtheners were removed.

Manufacturer narrative:
It was determined that certain components may be out of specification, which could cause or contribute to a malfunction of the device and its ability to distract. Device 2: lot # 789811.